Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a broken lid/cap the following information was provided by the initial reporter. The customer stated: there was an "issue with the cap of the red top vial."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective product/component (damaged stopper and damaged hemogard shield) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective product/component (damaged stopper and damaged hemogard shield). Bd was not able to identify a root cause for the indicated failure mode.